Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 1 occurred during bolus delivery. Customer's blood glucose (bg) level was 434 mg/dl with ketones. The customer changed the cartridge and infusion set and administered a bolus via the pump. At the time of the report, the customer's bg level was "ok". The customer was able to load a new cartridge successfully.